Event description:
Healthcare professional reported patient was treated with the coolsculpting elite system on (B)(6) 2023, and (B)(6) 2024 over the bra area with a curve 120 applicator, flanks, and back with a curve 150 applicator, and presented paradoxical hyperplasia over the bra area, flanks, and back after treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Curve 120 applicator. Coolsculpting elite system. Serial number: (B)(6). Catalog number: cs-s3-002-d-00. Lot number: ni. UDI: (B)(4). Coolsculpting elite system. Serial number: (B)(6). Catalog number: cs-s3-002-d-00. Lot number: ni. UDI: (B)(4).

Event description:
Healthcare professional reported patient was treated with the coolsculpting elite system on (B)(6) 2023, and (B)(6) 2024 over the bra area with a curve 120 applicator, flanks, and back with a curve 150 applicator, and presented paradoxical hyperplasia over the bra area, flanks, and back after treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.